Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6)2011, a (B)(6), female patient was implanted with a 23 mm trifecta valve. On (B)(6) 2017, the patient was hospitalized for cardiac decompensation. An echo performed on (B)(6) 2017, showed severe stenosis and the patient underwent a valve-in-valve procedure with a 23 mm mdt evolut-r valve on (B)(6) 2017. The patient is reported to be stable. (Clinical study patient ID: (B)(4).